Event description:
It was reported that the pump and catheter were explanted due to infection. The patient experienced drainage and incisional wound opening at the pocket, as well as fever. Cultures were taken and an unknown organism was noted, and antibiotic treatment was required. The location of the issue was noted to be the device pocket and catheter track. The patient was hospitalized. It was noted there was no alleged product issue. The pump system was being used to deliver lioresal. It was later reported that the patient was hospitalized at that time and would be on 6 weeks of intravenous antibiotics.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).